Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The shock impedance measurement in the rv lead coil to device can vector was noted to be 149 ohms. In response, the patient was brought into the clinic for defibrillation threshold (dft) testing. During the dft testing, commanded 21 joule and 31 joule device shocks were provided by the implanted cardiac resynchronization therapy defibrillator (crt-d) device with the rv lead programmed to the triad vector. The induced rhythm was not successfully converted, and a code 1005 occurred, which is an open circuit condition detected during shock delivery. A subsequent commanded 31 joule device shock was provided with the rv lead in the rv lead coil to device can vector and the rhythm was successfully converted but the shock impedance measurement was greater than 145 ohms and a code 1005 occurred again. Boston scientific technical services (ts) discussed with the boston scientific representative that the in this case, the second phase of energy was not delivered to the patient. Ts indicated they suspect a start of a rv lead fracture and recommended replacement of the rv lead. It was indicated that the physician agrees. The representative discussed replacement device and lead options with ts. The rv lead remains in service at this time. No additional adverse patient effects were reported. The rv lead was subsequently explanted and replaced. There were no additional adverse patient effects.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The shock impedance measurement in the rv lead coil to device can vector was noted to be 149 ohms. In response, the patient was brought into the clinic for defibrillation threshold (dft) testing. During the dft testing, commanded 21 joule and 31 joule device shocks were provided by the implanted cardiac resynchronization therapy defibrillator (crt-d) device with the rv lead programmed to the triad vector. The induced rhythm was not successfully converted, and a code 1005 occurred, which is an open circuit condition detected during shock delivery. A subsequent commanded 31 joule device shock was provided with the rv lead in the rv lead coil to device can vector and the rhythm was successfully converted but the shock impedance measurement was greater than 145 ohms and a code 1005 occurred again. Boston scientific technical services (ts) discussed with the boston scientific representative that the in this case, the second phase of energy was not delivered to the patient. Ts indicated they suspect a start of a rv lead fracture and recommended replacement of the rv lead. It was indicated that the physician agrees. The representative discussed replacement device and lead options with ts. The rv lead remains in service at this time. No additional adverse patient effects were reported.